Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons was harder to press. The customer blood glucose level was unknown. Customer also stated the insulin pump had no delivery alarm. Customer stated that the esc button was working if she presses it two time. Customer declined to troubleshooting for no delivery alarm. The device will not be returned for analysis.